Manufacturer narrative:
One power pca was returned for failure analysis. The problem with this pca was a defective and metal oxide semiconductor field effect transistor (mosfet) gate u1204 that caused a front end (fe) failure. The and gate was replaced with a known good one and the device passed all test related to it. The ac power light was noted to be working normally all through the test process.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ac power light was not working. There was no reported patient involvement.